Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. Additionally, there were low amplitudes on the rv lead channel that was undersensed. The rv lead is a non-boston scientific. Technical services (ts) reviewed the reports and confirmed the observations. The device remains in use. No adverse patient effects were reported.